Event description:
Procedure type: hysterectomy. According to the reporter: pediports leaked pneumo as soon as obturator removed. One pediport started to shred and a piece of plastic fell into patient which the surgeon then had to retrieve. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).